Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number reported, further investigation cannot be completed by the manufacturer. No trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
Information received from the patient's eye care provider. The patient is experiencing symptoms of discomfort, redness and foggy vision of the left (os) eye which resolves approximately twenty minutes after lens removal. The patient tried several lenses as well as changing care solution with no improvement. The patient was seen for medical treatment at a different location, contact information unknown, and states they had an eye infection. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.